Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Review of the temperature measurements in device history noted that the lowest temperature recorded was 0.16°c and the battery voltage at that time was 2.98 volts. Device labeling states that the lowest temperature the device can be exposed to is 0°c. Laboratory analysis concluded that the clinically observed alert was induced by exposure to cold temperatures while in the shipping box.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device displayed an alert indicating that the voltage is too low for the projected remaining capacity. Currently, boston scientific medical records indicate that this device has not been implanted. No adverse patient effects were reported.